Event description:
Customer reportedly received results of 376 mg/dl and 49 mg/dl witin 10 minutes on the aviva system. Low blood symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.